Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited potential managed ventricular pacing issues resulting in pauses. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that pauses were noted during the physician performing the threshold test. The ipg was functioning appropriately and no malfunction was noted.